Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The drive support disk was inspected and had no anomaly. The pump had scratched display window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 320 mg/dl. The customer was getting the motor error alarms all morning and had to reset the date/time. She was able to prime with a pen and it was noted that motor position encoder error alarm was in the alarm history. The customer tried treating with injections. She was unsure if the drive support disk was protuded/loose/sticking out/flush. Troubleshooting was not able to resolve the issue. The device was returned for analysis.